Event description:
On (B)(6) 2021, neotract was made aware of a patient that had received a successful prostatic urethral lift (pul). During the procedure, the physician stated he was unable to complete the deployment sequence with one device, and as a result was unable to successfully deploy one of the implants. On (B)(6) 2021, neotract was made aware that at an unspecified time after the procedure, it was reported that the patient passed a 33mm portion of the needle in his urine. The physician performed a cystoscopy and did not see any additional device components. No patient harm or injury was reported.